Event description:
It was reported by the customer that their insulin pump was vibrating aggressively and not as previously noticed. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with rattling vibration due to vibrator motor adhesive not adhering. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, broken reservoir tube lip, belt clip slot and minor scratches lcd window

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).